Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with partially broken retainer ring. P-cap or reservoir will not lock properly due to partially broken retainer. Device received with cracked keypad overlay, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with partially broken retainer ring. P-cap or reservoir will not lock properly due to partially broken retainer. Device received with cracked keypad overlay, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. R&d disposition (B)(4): for (B)(4), the location of the missing or damaged retainer ring is from 9 to 12 o'clock . The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred, with jagged features is some regions along the break and smooth features in others. Last, this insulin pump had cracking on the battery cap region, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with partially broken retainer ring. P-cap / reservoir will not lock properly due to partially broken retainer. Device received with cracked keypad overlay, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. R&d disposition: for(B)(4), the location of the missing or damaged retainer ring is from 9 to 12 o'clock. The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indication that a weld occurred, with jagged features is some regions along the break and smooth features in others. Last, this insulin pump had cracking on the battery cap region, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 507 mg/dl at the time of the incident. Customer also reported that the insulin pump had a broken force sensor was detected during seating or regular delivery error and was not able to clear it. Also the insulin pump had a blank display. Customer stated that the contacts on the battery cap were not missing or damaged. The display did not return after insulin pump restart. Customer¿s mother declined troubleshooting for high blood glucose. The device will not be returned for analysis.